Event description:
Baxter received a report from a baxter technician stating the head of bed was moving up by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The baxter technician found the caregiver control needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 8, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. The technician replaced the caregiver control to resolve the reported event. Based on this information, no further action is required.